Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating, "the outside cord came completely apart on the emax2". There was no surgery date provided. When the reporter stated the cord came completely apart, they were referring to the hose. There were no injuries or medical intervention reported. There was no additional info provided.